Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all-pre-release specifications.

Event description:
In 2008, patient was implanted with gore excluder endoprostheses. In 2009, images were received by gore that revealed invagination on the distal end of the trunk/ipsilateral device. Aneurysm growth is also reported due to a type ii endoleak. The patient has good pulses distally. As long as this is maintained, the physician will no reintervene to address the invagination. The physician is planning a reintervention to address the type ii endoleak, and will place coils in accessory vessels communicating with the aneurysm sac.